Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that the post-operative issues noted in the article are related to an alleged deficiency of an ethicon device?

Event description:
It was reported in the study of lap-isr for low rectal cancer that some postoperative complications were confirmed.